Event description:
The customer reported to philips healthcare that after running unspecified tests the device displayed error code 20004 and indicated fe fail. Note that this is a front end (fe) failure/error message. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips healthcare that after running unspecified tests the device displayed error code 20004 and indicated fe fail. Note that this is a front end (fe) failure/error message. There was no patient involvement.